Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em 2400, load cell module was damaged. The load cell was being swapped as the cord was observed to be frayed and showing wires. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual initial external visual inspection of device with unaided eye at 18 inches found the outer insulation of the cable has been cut/frayed open exposing the ground braid, no internal conductors exposed, testing found device operates as intended as all functional testing passed with no errors or issues. The reported condition was verified. The cause was not determined. The cable assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.